Event description:
Surgeon used 70 degrees arthroscopic camera/lens in hip joint and surgeon noticed tip of lens broken. Fluoroscopy xray obtained and xray showed tip of lens in patient hip joint. Surgeon able to retrieve broken piece at end of case.